Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Photo analysis: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the first and second photos show some staples not properly formed. The third photo shows a b-form staple. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information provided: the suture made with echelon flex (stapler) and endopath echelon (refill 35 mm 4 rows of sutures) gave in at the level of the stump of the inferior pulmonary vein with subsequent withdrawal of the suture in the atrium. It was necessary to open the pericardium as an attempt to contain the bleeding, with unsuccessful results. Start of emergency extracorporeal circulation, suture of the atrium, completion of lower lobectomy: during isolation of the bronchus, episode of cardiac arrest with recovery of the sinus rhythm after defibrillation and cardiac massage. At the end of the intervention, during the synthesis phase of the chest wall, a new episode of cardiac arrest happened, without adequate recovery of the cardiac activity despite all the resuscitation maneuvers carried out. Patient died on (B)(6) 2023. Additional information was requested, and the following was obtained: please provide a timeline of events: during inferior lobectomy, performed with a vats procedure, the inferior pulmonary vein has been isolated and closed with the stapler pve35a. The stapler correctly closed and the suture line was obtained. After few minutes the line suture opened causing the retraction of the vessel in the atrium. With the attempt to control hemostasis, pericardium was opened but it has not been useful. As a consequence, extracorporeal circulation was performed, the atrium has been sutured and the inferior lobectomy completed. During the bronchus isolation there was an episode of cardiac arrest but the patient recovered. At the end of the surgery a second episode of cardiac arrest happened and the patient died. What were the indications for surgery? The patient suffered from pulmonary adenocarcinoma, located in the right inferior lobe. Did the patient receive any preoperative chemotherapy or radiation? Yes, it was treated with induction chemotherapy for 2 cycles. What was the total estimated blood loss (ml)? She couldn¿t tell the total loss because most of it was restored during the procedure. The total amount of blood that wasn¿t restored was more or less 1.5l. What is the approximate width of the compressed pulmonary vein? She couldn¿t tell. It appeared as a normal pulmonary vein. What was the vessel placement of the device? Inferior pulmonary vein. Was this the first fire of the device or had it been used successfully prior to this incident? Yes. Did the procedure start as a thorocotomy or thoracotomy? It started as a vats procedure and then it turned into a thoracotomy. How far lateral to the pericardium was the stapler introduced? Some millimeters. What is meant by stapler did not close properly? Actually, the team didn¿t notice anything strange in closing the stapler. It has also been fired well. The team noticed the problem when the line suture gave away. Were staples visible? If so, what were their shape? Yes they were visible, they didn¿t have a correct b shape. Some didn¿t close at all, while others closed not in a proper manner. If an autopsy and/or pathology report available? No, it is not available for legal reasons. Would the surgeon be interested in speaking with ethicon medical and engineering team via a conference call? Yes, if needed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats procedure that later turned into a thoracotomy the stapler didn¿t close properly. The patient died from ventricular fibrillation.